Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a physician via a sales representative, concerning a 25-year-old female patient. Additional information was received on (B)(6) 2025 from same reporter. The patient had facial wrinkles and was not pregnant at the time of treatment. No information was provided regarding her medical history, concomitant medication, allergy history, or any prior filler treatments. On (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024, the patient received sculptra injections to the cheeks, zygomatic area, and nasolabial folds (unknown lot number, injection technique and needle type) for the treatment of facial wrinkles. One vial of sculptra was administered during each session, totaling three vials across all treatments. All procedures were performed by a physician. During each session, the sculptra vial was reconstituted with 8 ml of normal saline [sodium chloride] and 1 ml of lidocaine [lidocaine], followed by injection of 6 ml into both cheeks, 1.5 ml into the zygomatic cutaneous ligament (indian band), and 1.5 ml into the nasolabial folds. The same procedure was performed in all three sessions. The sculptra was reconstituted with 8 ml of normal saline (intentional device misuse). In (B)(6) 2025, the patient noticed a mild palpable mass or lump/nodule (implant site nodule) near her upper cheekbone area. On (B)(6) 2025, the patient visited the clinic where the sculptra treatments had been administered in 2024. On (B)(6) 2025, the treating physician assessed the patient and suspected the reaction to be a mild delayed immune reaction/type IV hypersensitivity reaction (implant site hypersensitivity), given the onset of symptoms approximately 10 months after the last injection. On (B)(6) 2025, the patient had consultation with a plastic surgeon at a plastic surgery clinic for a medical opinion and was suggested to undergo surgical removal of the mass/suborbital nodule. Post consultation on the same day, the patient underwent surgical removal of the mass at the same clinic. At the time of this report, the recovery status of the patient was unknown. Outcome at the time of the report: mass or lump/nodule was unknown. Delayed immune reaction/type IV hypersensitivity reaction was unknown. Sculptra was reconstituted with 8 ml of normal saline was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2025 from same reporter via a sales representative. The case was upgraded to serious. Event (intentional device misuse) added. Verbatim and coding of event implant site mass updated to implant site nodule. Reconstitution details, suspect device implant location, volume, verbatim of event implant site hypersensitivity, outcome and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site and the non-serious event of hypersensitivity at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for surgical intervention to prevent permanent damage. The potential root cause includes a foreign body reaction to the product in the local tissue, or the patient's hypersensitivity to the product. The sculptra was intentionally misused with regards to reconstitution. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.